Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a large coaptation gap of 7mm. The clip delivery system (cds) was advanced to the mitral valve, and the clip could not grasp both leaflets. Therefore, the cds was removed with the clip attached. However, imaging showed a small chordal rupture. The chordal rupture was left untreated and the procedure was aborted. The physician stated that the patient will be treated with medication in the meantime. The patient will be evaluated to determine if the patient can be a mitral valve replacement candidate. As of now, the patient will be discharged as planned. No clips were implanted and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported positioning failure was due to challenging patient anatomy. The reported tissue damage is a cascading event of the positioning failure. The reported tissue injury is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.